Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: prophylactic removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with unspecified mentor gel breast implants. The patient underwent prophylactic removal of the implants on (B)(6) 2000. No complications were reported. The implants were replaced with mentor saline implants. This report is for the second of two devices.